Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 490 mg/dl. The customer's current blood glucose was 523 mg/dl. The customer did not experience any symptoms such as a result of high blood. The customer was treated by bolus with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer stated that high blood glucose was due to cannula from the infusion set was accidentally pulled out and they were not aware of it. Customer had used insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature system had not used during the time of event. Customer stated they observed leak at the quick release. The insulin pump will not be returned for analysis.